Manufacturer narrative:
(B)(4). The customer returned a connector assembly for evaluation. Visual examination revealed the red (arterial) luer hub contained one large crack. The damage appeared consistent with repeated tightening of the luer. The connector assembly was functionally tested by flushing both lumens using a water-filled lab inventory syringe. When the arterial line was flushed, water leaked from the cracked luer. No leaks were detected with the venous line. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer was confirmed by complaint investigation of the returned sample. The arterial (red) luer contained one large crack, consistent with over-tightening of the luer. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer reported the luer hub of the extension line was found broken after two days of use on the patient.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided 4 photos for evaluation. Photo 1 and 2 showed the connector assembly. Photo 3 showed blood leaking from the red hub of the connector assembly. Photo 4 was of a close-up view of the red luer hub. Though leaking could be observed from photo 3, the cause of the leak could not be determined without the sample being returned. A device history record review was performed and no relevant findings were identified. The report of damage to the luer hub was confirmed through examination of the customer supplied photos. The image showed leaking from the red luer hub. However, the actual complaint sample was not returned for evaluation. The device history records were reviewed with no evidence to suggest a manufacturing related cause. The probable cause could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the luer hub of the extension line was found broken after two days of use on the patient.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the luer hub of the extension line was found broken after two days of use on the patient.